Manufacturer narrative:
One photo was received and evaluated. A 1ml ll barrel with a needle attached was depicted in the photo. The barrel had a customer label attached and was upside down in a user¿s hand. Liquid residue could be seen inside the barrel. A stopper was observed near the barrel step with what appeared to be a plunger rod tip broken off inside it. It is not possible to determine from the one photo provided whether there was any manufacturing defect present in the plunger rod or whether there was a contributing factor from the end user while handling the product. The reported defect was not confirmed to be attributed to the manufacturing process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that bd luer-lok disposable syringe had a broken plunger rod. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe had a broken plunger rod. No serious injury or medical intervention was reported.